Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using t.w. Power supply (B)(4), they noticed that the seam was slightly separated when pressing joint/corners of power supply device. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using t.w. Power supply h190700736g, they noticed that the seam was slightly separated when pressing joint/corners of power supply device. No patient involvement.

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using t.w. Power supply (B)(4) they noticed that the seam was slightly separated when pressing joint/corners of power supply device. No patient involvement.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. D4 correction: serial# is d4: change serial # to: (B)(4). D10: correction: date returned changed to 3-20-2020. Internal complaint number: (B)(4) this is a reusable OEM device; therefore, a lot history review/serial number review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory on 20mar2020 and investigated on 22apr2020. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. The sides of the power supply appeared not to be completely sealed and the seam was slightly separated when pressing joint/corners of the device. The receptacles appeared intact. No other visual defects were observed. Based on the condition of the device upon return and the inspection results, the reported failure "detachment of device or device component" was confirmed.